Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Diabetic ketoacidosis is a serious metabolic complication requiring hospitalization, intensive insulin therapy, and fluid replacement and is consistent with the reported hospitalization and treatment. Review of available information identified an insulin occlusion alert on 14-may-2026 followed by loss of insulin delivery after the infusion set base detached. The user reported having no replacement infusion sets immediately available and subsequently remained disconnected from the ilet. After obtaining replacement supplies, the user was unable to resume therapy due to battery depletion. The user later reported a cracked connector and cartridge, which were resolved during troubleshooting. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Based on available information, the event is attributed to interruption of insulin therapy following infusion set base detachment and prolonged disconnection from the ilet. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 432 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.